Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿controller d4: model #: 1420/ catalog #: 1420 / expiration date: 30-jun-2018 / serial # (B)(6) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 30-jun-2017 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Review of log file data revealed a motor start event with parameters outside of the typical range and the controller exhibited an unexpected loss of power that was assumed to be due to a double disconnect of the power sources. The ventricular assist device (vad) and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) and the controller (B)(6) were not returned for evaluation. Review of the controller log files and the motor start report revealed motor start events recorded on 04/oct/2018 at 20:28:29 and on 06/mar/2022 at 20:29:04 in which the motor start parameters were atypical. Additionally, review of the controller log files revealed a controller power-up event, with an associated motor start event, logged on 13/mar/2024 at 16:02:09, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that a power adapter was connected to power port one (1) and bat (B)(6) was connected to power port two (2) with 46% relative state of charge (rsoc). The data point recorded after the loss of power revealed that bat (B)(6) was connected to power port one (1) and bat (B)(6) was connected to power port two (2). Multiple momentary disconnections were recorded leading up to the loss of power. The associated power source was lubricated prior to release. The controller was without power for 11 seconds. As a result, the reported controller loss of power and the motor start event with parameters outside of the typical range were confirmed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters m ay be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. A possible root cause of the controller loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on an investigation conducted under CAPA pr00574181, a possible root cause of the observed momentary disconnections can be attributed to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Additional products: (B)(6) h3: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.